Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. This report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported an impella cp in a 62 year old female patient for mechanical circulatory support for st elevated myocardial infarction. It was reported that there was bleeding around the groin and suction alarms. Femstop was placed and 2 units of red blood cells (rbc) given for bleeding at right groin for site. There were some suction alarms but was resolved by reducing the p level. Pump was explanted. It was further reported that the patient expired on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.